Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after approximately 4 years of support, a driveline fault alarm and replace system controller alarm occurred. The patient was asymptomatic. The system controller was exchanged; however, the driveline fault alarm returned. The patient was admitted to the hospital for further evaluation. The system controller log files reviewed by the manufacturer¿s technical services representative revealed a suspected compromised driveline issue. On (B)(6) 2017, a pump exchange was performed. No additional information was provided.

Manufacturer narrative:
The evaluation of the driveline segments returned with the device confirmed the reported pump end bend relief fracture as well as an issue that would have contributed to the reported driveline fault alarms and pump stoppage. The driveline was returned severed approximately 1 inch from the pump housing and the remainder of the driveline was returned in two segments. Examination of the driveline revealed that the pump end bend relief was fractured adjacent to the nipple of the pump housing. The rippled surface of the outer silicone sleeve suggests that this fracture resulted from fatigue failure. Examination of the driveline adjacent to the nipple of the pump housing revealed damage to the bionate layer consistent with fatigue failure. Breakdown of the metal braided shield and damage to the underlying wires was also observed in this location. Electrical continuity testing of the driveline segment extending from the pump housing revealed intermittent discontinuities in the orange and red wires when the wires were manipulated adjacent to the nipple of the pump housing. In addition, continuity testing of this driveline segment revealed that the brown wire had an open circuit. The other 3 wires extending from the pump housing and all 6 wires of the two remaining driveline segments were found to be electrically intact. Visual inspection of the wires adjacent to the nipple of the pump housing revealed that the orange and red wires were partially fractured, exposing the inner metal conductors. The inner conductors of the brown wire were also visibly fractured inside the intact insulation. High-potential testing of the driveline revealed a small breach in the insulation of the yellow wire at approximately 0.25 inch from the nipple of the pump housing, exposing the inner metal conductors. The observed damage to the orange, red, and brown wires adjacent to the nipple of the pump housing appeared to be the result of repetitive flexing of the driveline in this area while the damage to the yellow wire appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high-potential testing of the remaining two segments of the driveline revealed no additional areas of compromised wire insulation or damage to the inner conductors. The fractured conductors of the brown, orange, and red wires would have resulted in the reported driveline fault alarms captured in the submitted system controller log file data. Moreover, if the exposed conductors of any of the compromised wires made contact with the braided shield while the system was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppage. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on a tethered power source or on batteries. Review of the photographs provided by the center also confirmed the report of a tissue-like deposition within the pump visualized through the distal-side of the outlet stator during the hospital¿s evaluation of the explanted device; however, upon receipt of the device, visual examination of the pump''s blood contacting surfaces revealed no evidence of developed depositions or thrombus formations. Based on the submitted photograph, the deposition exhibited a light red color and did not show any evidence of laminated layering; however, specific characteristics of the deposition such as texture and potential areas of denaturation could not be determined. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.